Event description:
It was reported that the patient has expired after an implant duration of approximately 0.8 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
Recurrent respiratory failure with shock, and anuric renal failure.in 2009 (through follow-up with the health-care provider), a response was received. Per the discharge summary provided, "the patient is a female, who was admitted to the hospital with respiratory failure. She was placed on bi-pap. She required intubation. She was treated for sternal wound infection, and initially improved. However, she developed recurrent respiratory failure with shock, and anuric renal failure. The patients care was discussed with the family. After a turn for the worse, she had reported to them that she was ready to die and 'had enough.' The patient was taken off of the ventilator, and she passes comfortably with the family present."the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported in 2007, the patient had a pectus support bar and elongated pectus stabilizer implanted. In 2008, the skin where the stabilizer was implanted was infected, the patient was given antibiotic. The previous month, after the patient had recovered from the infection, he/she became infected again, the skin was sutured repeatedly, then it was determined the skin was dead. The stabilizer was explanted the following month, and it was reported the patient is getting better.